Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 43 mg/dl. The customer¿s current blood glucose value was unknown. The customer did experience symptoms such as sweating and confusion of low blood glucose value. The customer treated low blood glucose with glucose tablets. Customer had being using insulin pump system within 48 hours of reported low blood glucose. The auto mode was not on at the time of incident. No further complications were reported. The customer will continue to use the device.